Event description:
Sterile manipulations were being performed using a bd needle that was 18 gauge and 1 1/2 inches long (bd ref # (B)(4)). The outer wrapper was fully sealed and in tact, however the shaft of the needle appeared to be rusty and discolored. Other needles in the same lot were discolored and appeared to be oxidized. The lot number is 0275983, expiration date is 10/31/2025.